Manufacturer narrative:
The analyzer alarm history showed multiple alarms from the day of event. The field service engineer found the root cause to be a defective solenoid valve. This defective solenoid valve was causing the reagent probe to be improperly washed. He replaced the following items; the defective solenoid valve, a vacuum seal in the pump, ise pinch tubing, reagent probe syringe seal, and the reagent probe. He conditioned the system. Ise check testing, calibration, and qc testing were performed with acceptable results. Following the service visit, no further issues have occurred.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient tested on cobas 4000 c (311) stand alone system and compared to an unspecified cobas 6000 system. The initial results from the cobas 311 were sodium 142 mmol/l, potassium 4.61 mmol/l, and chloride 106.1 mmol/l. The patient sample was retested on the same cobas c311 with results of chloride 102.0 mmol/l with a data flag, potassium 5.01 mmol/l with a data flag, and sodium 155 mmol/l with a data flag. The patient sample was tested on a cobas 6000 system with results of chloride 93.8 mmol/l , potassium 4.11 mmol/, and sodium 133 mmol/l. The results from the cobas 6000 system were deemed correct. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event.